Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication label for vasopressin did not print. A technical support specialist (tss) logged into patient encounter system (pes) and ran the refill report, identifying one active refill for medication (B)(6). Tss contacted the customer to obtain printer details and was provided the printer's name pc45t-094c25b0106. Verification on the server confirmed that no printer with this name was configured. The customer was unable to provide an internet protocol (ip) address, and no label was present on the printer, as it had been recently replaced. The customer later confirmed that the issue was related to the boxpicker and was resolved by swisslog. The customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the vasopressin was not printing to be refilled in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.